Event description:
Coralite cooling headache pads; I used them for years and all of a sudden I developed a chemical burn. Caused instant burning, stinging and redness. Days following it is still bright red and scaley and painful. After doing some research, I found other people having the same outcome, some being permanently scarred 2 months after. Product type: over-the-counter. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes. Did the problem return if the person started taking or using the product again? Doesn't apply. Quantity: 1 patch(es). Frequency: as needed. How was it taken or used? Transdermally. Date the person first started taking or using the product: (B)(6) 2016, date the person stopped taking or using the product: (B)(6) 2019. Reason for use: migraines.